Event description:
The customer reported the system produced uncommanded x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned dirt and debris from the fluoro push-button switch. The system operates as intended.